Event description:
Reported event of "gastric perforation" as stated in journal article, "conversion of failed laparoscopic gastric banding to gastric bypass as safe and effective as primary gastric bypass in morbidly obese patients". Wouter w. Te riele, md, et al, surgery for obesity and related diseases 4 (2008) 735-739. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Esophageal perforation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling: "perforation of the stomach can occur." "Warning: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death."